Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lots 180319 and 180403 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue and determine a definitive root cause. Since defect is not confirmed and review of DHR showed no indication of the alleged defect, no corrective action are required at this time. H3 other text : see h.10.

Event description:
It was reported that the syringe separated from the bd microlance¿ 3 needle while it was in the patient's skin. Lot #'s 180319 and 180403 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "customer informed that at the time of making the application, the syringe "jumped" out of the needle. He was already with the product "inserted" in his skin, the needle was in the skin and the syringe left. This happened with the first syringe. Then it was to make use of the second, and the same thing happened. Reported that he always does the correct handling and leaves the needle "tight" in the syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180319, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-19. Medical device lot #: 180403, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-27. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe separated from the bd microlance¿ 3 needle while it was in the patient's skin. Lot #'s 180319 and 180403 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "customer informed that at the time of making the application, the syringe "jumped" out of the needle. He was already with the product "inserted" in his skin, the needle was in the skin and the syringe left. This happened with the first syringe. Then it was to make use of the second, and the same thing happened. Reported that he always does the correct handling and leaves the needle "tight" in the syringe".